Event description:
Operator reported a leak coming from under the analyzer onto the floor and walkway. No patient samples involved. No operators were injured. The field service representative determined a clogged sr probe rinse station to be the cause and he removed the clog. He performed sr rinse station prime to verify proper drainage.